Manufacturer narrative:
The account replaced the left and right caregiver controls to repair the bed.

Event description:
The account alleged that the bed has no functions working including trendelenburg and reverse trendelenburg.